Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that a replacement adc meter was not received. The replacement meter was issued due to missing segments on the meter display. As a result, sometime between (B)(6) 2022, the customer experienced cold sweats and dizziness and received sugar-water from a non-healthcare professional for treatment. The customer was brought to the hospital where a glucose test result of "200-220 mg/dl" was obtained on the healthcare meter; however, no treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) had been updated to unk as the previously submitted information was deemed invalid. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and optium xceed meter and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that a replacement adc meter was not received. The replacement meter was issued due to missing segments on the meter display. As a result, sometime between 27mar2022 and 28mar2022, the customer experienced cold sweats and dizziness and received sugar-water from a non-healthcare professional for treatment. The customer was brought to the hospital where a glucose test result of "200-220 mg/dl" was obtained on the healthcare meter; however, no treatment was reported. There was no report of death or permanent injury associated with this event.